Event description:
The report stated that a ligasure laparoscopic sealer/divider was used on the middle colic artery. After the surgery, the patient was transported to the ICU. After 2 hours, the patient's blood pressure dropped down. An emergency reoperation was performed. The surgeon opened the abdominal cavity and confirmed bleeding from the tissue sealed by the ligasure handpiece. As the amount of bleeding was more than 4500 cc's a blood transfusion was needed. The tissue was then sewed manually. The device will not be returned for examination since the bleeding occurred after surgery and the sample has been discarded.